Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding, (general)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eyelid irritation, nausea, numbness facial, multiple cesarean sections and dysfunctional uterine bleeding. Concomitant products included atenolol. In 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced feeling abnormal ("brain fog") and attention deficit/hyperactivity disorder ("adult a.d.d"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swing"), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), acne ("ashes or skin conditions type: acne"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and hypersensitivity ("allergic or hypersensitivity reaction type:"). The patient was treated with surgery (hysterectomy (full)/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain, mood swings, genital haemorrhage, depression, anxiety, acne, migraine, headache, tooth disorder, feeling abnormal, attention deficit/hyperactivity disorder, dysmenorrhoea, alopecia, vaginal haemorrhage, menorrhagia and hypersensitivity outcome was unknown. The reporter considered acne, alopecia, anxiety, attention deficit/hyperactivity disorder, depression, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no contrast extravasation from either fallopian tube is observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history and concomitant drug were added. Updated suspect drug indication. Event injury deleted and new events pain, hormonal changes describe: mood swing, abnormal bleeding, (general), depression, anxiety, ashes or skin conditions type: acne, migraines, headaches, dental problems, brain fog, adult a.d.d, dysmenorrhea (cramping), hair loss, vaginal bleeding and menorrhagia, allergic or hypersensitivity reaction type added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.